Event description:
Per the clinic, the patient experienced discomfort with stimulation, leading to device non-use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.